Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was alleged that the patient was burned. Although there was patient involvement, the procedure was completed successfully.

Manufacturer narrative:
The results of the investigation performed at wom indicated that the reusable heated tube set for pneumo sure insufflator for 100 uses are working according to specification. B} root cause(s) the reported event could be not confirmed. There are no indications for a manufacturing issue. The reported incident could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. The information obtained does not reasonably suggest that device has or may have caused or contributed to a death, serious injury or has malfunctioned in a manner that would be likely to cause or contribute to a death or serious injury if it were to recur. The product was returned at wom for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was alleged that the patient was burned. Although there was patient involvement, the procedure was completed successfully.